Event description:
It was reported that during an coronary artery bypass graft, an error occurred after a few actuations. When the device was checked, the blade broke off outside the patient. No pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
Ous MDR - it was reported to us that this pt's cardio report was not being rec'd by the hospital. It was determined that the cardiomessenger was working appropriately after the pt rec'd a visit at their home and a test message was sent. When the hospital did not receive the test message, they determined that this lumax was unable to transmit messages. A ram dump was provided to (B)(4) for their analysis. Device still remains actively implanted and there have been no adverse pt effects reported.

Manufacturer narrative:
(B)(4). (B)(4). The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.